Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, there was a macroscopic breaking of the branches of the monopolar curved scissors (mcs) instrument, and the black cable was visible outside of the branches. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) did followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was not any damage or anything out of the ordinary. There were no photographic images of the device(s) or a video recording of the procedure available for isi to review. No arcing was observed. The instrument was connected properly (e.g., monopolar cord to monopolar instrument, bipolar cord to bipolar instrument) and the instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.